Event description:
It was reported that during a thyroidectomy procedure, part of blade broke. It could be removed. Device was used with gen11. No further information is available. It is not known how procedure was completed.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached from the instrument and not returned. The blade tip was intact and not broken off as reported by the customer. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Event date: unknown, assumed 1st day of month that complaint was reported. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.